Event description:
The us complainant had a cp pump delivered to the left ventricle (lv) to support a patient admitted in with acute myocardial infarction / cardiogenic shock. The pump came out of position with patient movement. The pump was explanted and then replaced back to the lv. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of positioning issue was most likely patient movement.